Event description:
Iabp and iabp tubing malfunction. Pt's iabp alarmed, screen showing iabp leak in circuit. No problems with pt noted. Later, same alarm, iabp leak in circuit. Iabp refilled and restarted, but when tubing was checked found blood splattered in tubing and iabp waveform charged pt's vital signs, o2 sats remained and pt continued to be resting comfortably. Removed iabp.